Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while lying in bed. The following day, another inappropriate shock was delivered. Boston scientific technical services (ts) was contacted for a data and imaging review. It was determined that the inappropriate therapy was delivered due to a significant change in the patient's rhythm morphology and r-wave amplitude measurements. These observations resulted in t-wave over-sensing and the subsequent inappropriate shocks. Ts discussed that postural changes could have contributed to the event, along with the patient's variable rhythm condition. Additionally, it was noted that there was a significant variability in the shock impedance measurements (55 ohms to 100 ohms), which could be indicative of system movement. Potential programming options were provided. The sales representative indicated that the patient would be seen in-clinic shortly to evaluate the s-ICD system integrity via maneuvers and isometrics. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.